Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that all 90 male external catheters were so sticky and that the patient could not roll them down. It was stated that it seemed as the catheters were ruined in the heat.

Event description:
It was reported that all 90 male external catheters were so sticky and that the patient could not roll them down. It was stated that it seemed as the catheters were ruined in the heat.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "viscometer failure/ mechanical failure". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problem or condition that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned.